Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal device check, noise, intermittent capture, and high, out of range pacing impedance were observed. The patient was asymptomatic. The noise was unable to be reproduced through isometrics. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well and will continue to be monitored normally.